Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated information already recorded in this case. Patient stated that they spoke to a previous agent about the communicator not working outdoors and they were told to monitor the issue and call back if they had further questions. Patient stated that they were still having a hard time connecting to the communicator. Patient was really not descriptive with the exact issue, all they kept saying was they could not turn their stimulation on or off or even adjust the stimulation (agent understood this as not being able to access the therapy application). Agent had the patient connect to the therapy application and the patient stated they were seeing a "place the communicator over the implant" message. Patient stated they tried doing this several times (placing the communicator over the implant) but would keep getting no device response. Patient stated that they would place the handset over their implant since the communicator was behind it. Agent reviewed that they would need to take the communicator out of the handset case and place the actual blue part of the communicator over the implant. Patient attempted to connect again and were able to success fully connect to the therapy application. Patient closed out of all the applications and tried reconnecting and the patient was able to connect to the therapy application without having to place the communicator over the implant. Patient was able to adjust their therapy. Agent reviewed communicator general use.

Event description:
Patient called back and mentioned they received a letter from their call on oct 28th. Patient provided their answers to the questions on the letter below. Patient mentioned two reasons, when they lay on their back it creates too much stimulation so they have to shut the device off. Patient noted like if they are going to physical therapy or doing their stretching exercises they would have the shut the device off because it's too much stimulation. Patient mentioned then it got to a point where the control was not working, they couldn't increase it or decrease it or I couldn't it shut off so the communicator was replaced. Also mentioned what they would do is shutting it off and would put the stimulation on. Patient mentioned the communicator was not working the communicator was replaced. Patient mentioned now it has been set by the medtronic rep in the office and they have two settings, a setting for the nit time that stays the same and one for everyday activity. Patient mentioned if they were to change one they would have to change the both of them. (Agent understood patient was referring to their stimulation) patient mentioned they have not touched it since the setting has been set at 3.2 and 2.4. Patient noted they don't want to change that because physical therapy can be strenuous. Patient stated the stimulation has not been resolved because they still have to turn the stimulation off. Agent had difficulty clarifying certain details at times throughout the call and agent did their best to accurately document information given.

Manufacturer narrative:
Additional information has been received and b5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are having a hard time connecting to the stimulator to adjust their stimulation. Patient (pt) states the blue light on the communicator will not turn on. Agent advised patient to reset the communicator twice, following which, the patient stated the yellow battery light was blinking. Agent had patient plug in the communicator and then switch outlets when the light continued to blink yellow. Patient then stated the light changed to a green blinking light. Agent advised patient to charge their communicator and then try connecting to their handset. Patient will call back if further troubleshooting is necessary. Patient stated on the call that they have problems with their fingers as they have arthritis in their hands. They also stated they had to go for a "lifeline test" where they had to lay on their back to "free carotid arteries". Patient stated they turned stimulation off for this test, as their stimulation is "too much" if they lay on their back. Patient stated they turned their therapy back on after this and it was working normally. Patient called back and repeated previously documented information. Patient stated they had left the communicator plugged in since their last call into patient services but had not heard back from their representative so were calling us back. Patient indicated the communicator light was blinking yellow, but later stated it could have been green; patient confirmed only 1 cord was plugged into charging block. Agent had patient reset the communicator (agent confirmed correct reset) and close all apps. Patient attempted to connect through the mystimpc app and reported handset froze on connecting. Agent had patient again reset the communicator and turned airplane mode on and off. Patient again attempted to connect through mystimpc app and screen again froze on connecting. Patient confirmed no bluetooth indicator light on the communicator. Patient confirmed they were able to connect without issue up until yesterday. The issue was not resolved through troubleshooting. Agent sent a request to repair for replacement communicator. Patient indicated they will call back for assistance pairing communicator. Patient called back saying they hadn't received communicator yet. Agent reviewed tracking showed expected delivery today, agent provided tracking number to patient. Pt called back stating they received the communicator today. Pt could not connect to ins. It was spinning on searching screen. On the call had pt reset and pt was able to connect. Reviewed best practice to close apps and let communicator go in sleep mode. Pt called back stating nothing works unless they are inside her apartment. Pt states they went outdoors and didn't work. Agent reviewed to check that bluetooth and location were on and both were. Agent reviewed doesn't work by wifi and to monitor over the weekend call if they have further questions monday. Pt was able to connect on the phone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.